Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) has shifted towards midline with tenderness to palpation of the medial aspect which is causing patient discomfort. The patient underwent an ipg repositioning procedure. The patient was doing well postoperatively.